Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.